Event description:
It was reported that the dependent patient presented in clinic for follow up in (B)(6) 2016. Upon device interrogation, the right ventricular lead exhibited noise. The noise could not be reproduced in clinic. The patient continued to be monitored. A remote transmission in (B)(6) 2016 indicated a polarity switch on the right ventricular lead and the lead exhibited low lead impedance with mode switch occurring. The patient presented in clinic on (B)(6) 2016 for follow up. Upon interrogation, the lead still exhibited noise and low lead impedance. The patient continued to be monitored remotely. The patient presented on (B)(6) 2017 for normal device replacement. The right ventricular lead exhibited insulation anomaly and undersensing. Both the right atrial lead and right ventricular lead exhibited oversensing. The leads were capped and the system was competitively replaced on the patient's right side. The patient was stable post procedure.